Manufacturer narrative:
(B)(4)

Event description:
It was reported "we were told of a line that had kinked outside of the skin in two places. It was described as a potential incidence of pistoning back and forth because the patient was combative. Nurses reported intermittent issues with line performance, but no inspection was done". The additional information indicated that the nursing staff had difficulty flushing and getting blood return intermittently. The PICC was removed, and a new one was inserted on the opposite arm. The patient had no harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen catheter for analysis. Signs of use were observed on the catheter body. Visual analysis revealed the catheter body had multiple kinks towards the proximal end and bends throughout the body. The locations of the kink also appeared stretched. The distal end of the catheter appeared to be intentionally severed and was not returned. The kinks were measured 13mm, 56mm, and 75mm, from the juncture hub. Bends in the catheter body measured approximately 190mm - 390mm from the juncture hub. The length of the catheter body measured 42.6cm, which is not within the specification limits of 61.0cm - 61.2cm per catheter product drawing; therefore, at least 18.4cm of the catheter was severed and not returned. The outer diameter of the catheter body measured 0.0665", which is not within the specification limits of 0.069"-0.074" per catheter extrusion product drawing. It is assumed that this is the result of stretching observed in the visual analysis of the in the catheter body. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture." Each lumen was flushed using a lab inventory syringe filled with water and each lumen flushed as intended without signs of leaks or blockages. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked catheter was confirmed through complaint investigation of the returned sample. The returned catheter body was kinked throughout its body. Despite this, the catheter passed all relevant functional requirements. Based on the customer report and returned sample, it is probable the catheter experienced a pulling force resulting in the damage observed; therefore, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "we were told of a line that had kinked outside of the skin in two places. It was described as a potential incidence of pistoning back and forth because the patient was combative. Nurses reported intermittent issues with line performance, but no inspection was done". The additional information indicated that the nursing staff had difficulty flushing and getting blood return intermittently. The PICC was removed, and a new one was inserted on the opposite arm. The patient had no harm or injury.

Event description:
It was reported "we were told of a line that had kinked outside of the skin in two places. It was described as a potential incidence of pistoning back and forth because the patient was combative. Nurses reported intermittent issues with line performance, but no inspection was done". The additional information indicated that the nursing staff had difficulty flushing and getting blood return intermittently. The PICC was removed, and a new one was inserted on the opposite arm. The patient had no harm or injury.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.